Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
Patient weight was not provided. Event date was not provided and has been estimated. Manufacturer's investigation conclusion: a specific cause for the reported explant could not be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the event(s) that prompted the explant could not be conclusively established. Additional information regarding the event was not provided. It was reported that (B)(4) will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. No device related issues were reported by the account; however, the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Although no device related issues were reported, the heartmate ii IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.